Event description:
Pacemaker failure. 1 week prior to explant, caller reported syncope and dizziness. Caller was evaluated by their physician, who "reprogrammed" the device. Caller still with episodes of syncope. Caller reports that the device was in "backup mode" which should last for 3 months. Caller was sent a telemetry monitoring system for use at home which showed episodes of asystole and decreased heart rate. Caller was admitted to the hospital for explant and replacement of the pacemaker. A medtronic rep. Was present at the surgery. Rep told caller that device has a "safety alert" - caller was unaware of such an alert. Caller reported that device was checked in jan and was functioning properly. Caller stated this device has been recalled, but believes the serial number of their device has not been recalled. Caller is concerned about the safety of other consumers who are using this device.